Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call to have received excessive lost sensor. Customer also reported to have received a no delivery alarm. Customer's blood glucose was 100 mg/dl. Customer was able to resolve no delivery with an infusion set change set change. Alarm history showed a no delivery alarm, low reservoir alarm, low suspend alarm, weak signal alert, bad battery alarm and off no power alarm. Customer states that the off no power alarm was due to letting the battery run low until depleted.